Event description:
Pt called to report that one of her 3ml 18g 1.5 syringe/needle combination was missing the needle portion. Wrapper was sealed but only the syringe was in the package. Pt is requesting a reship. We are shipping an add'l syringe/needle to pt and will attempt to return the defective one. No other info known. Dose or amount: 1, frequency: ud, route: na. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: female infertility.